Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system gantry would not perform any motions nor opening and closing protocols. After restarting the system twice, a red x appeared on the screen for the x-ray functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added.